Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, hatch on a3 fridge falling off and could not shut the fridge properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hatch attached to the side of the a3 fridge kept falling off. The field service engineer (fse) replaced and adhered a new adhesive patch for both the hasp and the remote manager. The remote manager and hasp were properly aligned, and the fridge was prepped for new adhesion. The fse also replaced the temperature probe and performed a final test. The pharmacy technician confirmed successful inventory, and the remote manager was properly tracking temperature. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, hatch on a3 fridge falling off and could not shut the fridge properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, section h imdrf annex codes, and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hatch on a3 fridge falling off and could not shut the fridge properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.